Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate toric lens and the lens was torn by the injector while advancing towards the eye. No patient contact. This is one of three lenses the surgeon attempted to insert in this patient. See MFR report #2023826-2008-01383 and 2023826-2008-01384.

Manufacturer narrative:
The product pertaining to the complaint was not returned, however, the lens was returned and evaluated. The lens was split across a haptic plate and into the optic. There was evidence of a clear surgical residue. Eval: conclusion - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised, as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.